Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at implant during defib threshold testing, the device was unable to convert the patient to sinus rhythm at 25j. The device was successful at 30j. However, the physician then decided to scrap the device and another device was used. The patient condition was stable.

Manufacturer narrative:
The reported field event of inadequate high-voltage output was not confirmed by analysis. The device worked as programmed. Interrogation of the device revealed the device was above eri when received. The device was tested on the bench and no anomalies were found.